Manufacturer narrative:
No complaint was received with the return of this device; failure event observed during analysis. Final analysis found a partial lead measuring 8.5 cm. Insulation degradation was noted at 4.5 cm from the connector pin. The portion of the lead that was returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.